Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty charged coupled device (ccd), failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint allegation was confirmed. The complaint investigation process determined that the failure has been previously investigated through the product technical investigation (pti) process. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure no image is due to a faulty ccd. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head produced no picture or dark image when plugged in. The event occurred during an unknown urology procedure. The procedure was completed with the same device without a delay there were no reports of patient harm/adverse effects.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.